Event description:
Per the info provided to co through international rep, the device was removed due to "infection and severe penile pain in the glans penis". The physician also noted, ...were there any apparent circumstances noted that may have contributed to this occurrence? "Severe fibrosis, so he need more manipulation", was any difficulty experienced during implantation? ..."yes, severe corporal fibrosis"; did the pt report difficulty with device use? ..."yes, only after appearance of manifestation of infection".